Event description:
It was reported that the customer experienced multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using supplies longer than recommended. The customer continued to use the pump for insulin therapy.